Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 200 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump up arrow button did not respond due to moisture damage on keypad trace. The insulin pump received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.